Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
During a stress echo exam using the sc2000, a clip canceled message appeared on the screen. The exam was canceled because the clip capture/store was not functioning properly. There was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause is unknown for the cse is still awaiting customer approval to order replacement rad board. Logs showed renderer frames not available when system captures the clip. This can be due to acquisition or renderer issue. Further investigation is not possible since rad board has not been replaced. Reference # (B)(4).